Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor smooth saline implant and experienced a deflation on the left side post-operatively, which was confirmed by a physician via a physical exam. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On february 24, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth saline implant had a crease/fold on the posterior view. Additionally a tear was noted within the crease/fold, measuring approximately 1.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).